Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Product information was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 90mg/dl on the contour next one. A few minutes later she fainted. Afterwards she had a snack. Days later she visited the hospital because she hurt herself when she fainted. Further information was not provided. The customer was advised to return the strips for evaluation.